Event description:
It was reported that at the end of a laparoscopic supracervical hysterectomy in 2007, the physician detached the blade housing from the activator and was using it as a trocar. The physician then placed a piece of absorbable adhesion barrier through the trocar with graspers and as a result, the internal pneumo seal was dislocated and fell into the patient. The physician immediately lost pneumostasis and lost visibility. A new trocar was inserted to regain visibility, and the physician located and retrieved the black rubber seal that had fallen into the patient. There was no adverse patient outcome.

Manufacturer narrative:
The product upon which this medwatch is based has been received, however, the product evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form.